Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted atrial undersensing on recorded atrial tachycardia/atrial fibrillation episodes; p and r waves decreasing; atrial and ventricular thresholds had increased and there was an episode of high atrial threshold. The atrial and right ventricular leads remain in use. No patient complications have been reported as a result of this event.